Manufacturer narrative:
The device was evaluated, and the reported issue of the image issue was not confirmed. The reported issue of the nozzle was confirmed. The nozzle was not deformed but clogged with a white solid substance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the evis lucera colonovideoscope presented a frozen image, and the nozzle was deformed/clogged. The issues were detected during preparation for use. The intended procedure was completed with the same scope with no surgical delay. No patient injury reported. The water supply status of the nozzle was not checked during the pre-use inspection. There was no abnormality in the usage check before the clogging was found. The nozzle had clogged in the case. The facility was using non-olympus cleaning equipment. The nozzle was never replaced. This report is to capture the reportable malfunction of the clogged nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a part of reprocessing was conducted improperly by the user resulting in insufficient or inadequate reprocessing. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU states to flush detergent solution into the a/w channel at manual cleaning. Reprocessing manual_ manually cleaning the endoscope and accessories. Flushing detergent solution into the air/water channel. Olympus will continue to monitor field performance for this device.